Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Placeholder.

Event description:
It was reported that the tip of a screwdriver broke during a removal surgery. The tip of the screwdriver was divided into two directions. The broken fragment was removed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). An additional evaluation showed the cross section surface shows no irregularities which indicate material conformity. No product fault could be detected. The DHR was reviewed and showed no deviations regarding material analysis, strength and structural stability.